Event description:
Complaint received that alleges "patient that had been using the optiflex 3 had fractured his ankle." Additional data received at initial complaint states "patient fractured the ankle of the healthy foot when using optiflex 3. The ankle got sandwiched when the unit was going into extension." Product not received for evaluation or review. No additional information received from clinician/patient.